Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right atrial lead exhibited an increase in capture thresholds and decrease in the p-waves. Chest x-ray revealed the lead was dislodged. During lead revision, the physician noted that the lead was twisted, which could have contributed to dislodgement. The patient's condition was stable.